Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted log files confirmed the report of low flow alarms; however, the alarms reportedly resolved upon removal of material from between the outflow graft and outflow grand bend relief. The report of a reduction of the lumen of the outflow graft due to material accumulation was unable to be confirmed through the submitted image. The submitted log files collectively contained data from 30aug2021 through 10sep2021 and found that the pump operated at the set speed without issue. The controller event log file captured sustained low flow alarms over approximately 5 hours (10sep2021 00:36:16 ¿ 10sep2021 05:27:24 per timestamp). Review of the controller periodic log file found that estimated flow then began trending downward on 09sep2021, and low flow alarms were captured on 09sep2021 at 21:13:25 that continued through the remainder of the log file. It was also noted that pulsatility index (pi) was low during the low flow alarms. There were no other notable alarms active in the log files. The submitted computed tomography angiography image showed a potential reduction in outflow graft lumen near the distal end of the outflow graft bend relief; however, obstruction of the outflow graft could not be conclusively confirmed through evaluation of the submitted image. A corrective action has been opened to further investigate this issue. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14oct2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient continued to have low flow despite 3 liters of fluid resuscitation. The patients flow was 1.0, pump flow 5000, pulsatility index of 2.4 and mean arterial pressure of 76. Labs were stable. The baseline flows were in mid 3 liters/minute and as low as 1.3 liters/minute. Baseline pulsatility index was around 5-6 and then 2.8. The patient received 1 liter fluid bolus prior to arrival and received another liter. He was thought to be hypovolemic. Doppler blood pressure was at 80 mmhg. The patient was stable during this time and had no concern of pump thrombus and did not need to be transferred or undergo an echocardiogram. Log file analysis captured low flow events throughout the event history as low as 0.7 liters per minute. The flow had been decreasing from baseline values of 4-4.5 liters per minute since (B)(6) 2021. The low flows began between 8 pm - 9 pm. This was noted to be possibly due to a partial occlusion within the pump system that it was reducing the flow of blood. The patient was taken to the operating room due to decreasing flows as lows as 0.4 liters per minute. The doctor performed a sub xiphoid incision and was able to visualize the outflow graft. The doctor increased the pump speed to 6000 rpm and removed gelatinous material from between the bend relief and the outflow graft. No twist was noted. Pump flows increased to 4.1 liters per minute post operation. The patient left the operating room after closure with flows of 4.3 liters per minute and pump speed of 5000 rpm.